Manufacturer narrative:
The field service engineer (fse) evaluated the reagent carousel on the aia-2000 analyzer at the customer's site. The fse was able to confirm the reported failure described in the reported event was related to operational error. Fse repaired the analyzer. The analyzer was operational. No further action was required by fse.

Event description:
This report summarizes <noe> 1 </noe> 1 malfunction event on the aia-2000 analyzer. The review of the event indicated that the aia-2000 analyzer experienced reagent carousel failures, which caused delayed reporting of critical patient test results. This report was received from one source. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.